Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female had underwent primary breast augmentation with a mentor siltex round moderate profile 325cc saline prosthesis. Deflation was diagnosed by a physician on (B)(6) 2018. As a result, the device was explanted on (B)(6) 2018.

Manufacturer narrative:
Additional information was received with the field experience report on 5/14/2018. The implant date has been updated. The lot number has been updated. The final fill volume of the impacted product was 350ccs. When the device was explanted, it was replaced with a 375cc mentor memorygel breast implant (catalog #3503754bc, lot #7344937). The mentor failure analysis lab received the device for evaluation on 5/14/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device history record (DHR) of lot number 126512 was reviewed on 7/11/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 8/29/2018. Device evaluation summary: it was reported that a (B)(6) year-old caucasian female had underwent primary breast augmentation with a mentor siltex round moderate profile 325cc saline prosthesis. Deflation was diagnosed by a physician post procedure. Upon receipt by mentor, the device returned without fluid. Brown and yellow material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered a rent measuring approximately 0.3 cm within an area of siltex cracking, and a pair of parallel lines of shell wear on the posterior aspect, suggesting in-vivo folding or creasing of the device. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the brown and yellow material found on the device. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).